Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer attempted to contact customer follow up phone calls; unable to talk to customer. During the initial phone call a back to back test run by customer obtained results within his expected range. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 355mg/dl on (B)(6) 2016 . The customer's expected fasting blood glucose test result range is 84 to 150mg/dl. Customer reported that on (B)(6) 2016 was admitted himself to the emergency room and admitted with diagnosis of uncontrolled diabetes. Customer was unable to administer appropriate amount of insulin because of the high reading the meter had displayed on (B)(6) 2016 of 355mg/dl customer stated his vision was flashing and felt dizzy. At the hospital customers blood glucose level was 230mg/dl. Customer treated with i.v. Fluids and a clonidine patch to lower the blood pressure. Customer was discharged on (B)(6) 2016. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 91 and 84mg/dl which are within the expected range. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).